Event description:
The customer reported the alarm will not sound when weight is removed from the sensor. The customer replaced the batteries with a new supply, the sensor was tested with another alarm and is functioning properly. There is no visible damage to the outside of the alarm reported. There was no pt incident or injury reported.

Manufacturer narrative:
(B)(4). Eval, results: eval of the returned product found the unit powers up but does not sound when weight is removed from the sensor. The speaker was found to be non-functional. (B)(4).